Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. Although the device was not returned for investigation, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported when the device was powered on it alarmed with an 11/004 (less than .0 volts on lithium battery) service alarm code. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.